Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have one severely bent grip. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the outer ring of the bearing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier stopped closing with the hem-o-lok clip inside. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage or anything out of the ordinary was identified prior to use. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. There was no harm to the patient. The issue was related to unsuccessful clip application with incomplete closure of the clip. The issue was related to clip opening after closure of the clip. The surgeon was using a large purple clip for a gallbladder. The issue occurred at first clip application. The issue resolved after opening a new clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.